Event description:
It was reported that an unspecified bd neutraclear¿ needle-free connector cracked. The following information was provided by the initial reporter: "when administering high pressure in radiology, the extension line cracked at the level of the slide clamp."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) has been used for the manufacture report number.

Event description:
It was reported that an neutraclear¿ 1-way extension set cracked. The following information was provided by the initial reporter: " when administering high pressure in radiology, the extension line cracked at the level of the slide clamp. "

Manufacturer narrative:
The following fields have been updated due to additional information: b.5. Describe event or problem: it was reported that an neutraclear¿ 1-way extension set cracked. The following information was provided by the initial reporter: " when administering high pressure in radiology, the extension line cracked at the level of the slide clamp." D.1. Medical device brand name: neutraclear¿ 1-way extension set. D.4. Medical device catalog #: pb1201ncm. D.4. Unique identifier (UDI) #: (B)(4). G.4. PMA / 510(k)#: na. H.6. Investigation: a pb1201ncm product was not available for investigation; the lot number was not provided on this occasion. It was reported that leakage was observed from a joint within the set during a high pressure infusion. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.